Event description:
The user facility reported that the device overheated during procedure. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Corrected information: h3 h3 other text : product not accessible for evaluation.

Event description:
The user facility reported that the device overheated during procedure. There was no patient impact, no delay, no medical intervention, and no adverse consequences.